Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discharge and extrusion of the lead extension at the scalps implant site. The physician was thought to believe that patient sleeping on the right side and potential injury from getting short haircuts contributed to reported event. The patient underwent a procedure wherein the lead extensions were removed due to concerns of infection. Cultures were taken however the results are not available. Analysis of the lead extensions was not performed as they were retained by the facility. The patient was prescribed anti-biotics and did well post-operatively.

Manufacturer narrative:
Block b3: date of event unknown. Approximated 4 months prior the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: bs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7085563, UDI: (B)(4).